Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was investigated. Upon investigation, the service code 204 was unable to be duplicated. However, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the rear two wire therapy electrode cable. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving a service code 204 (belt/monitor unusable).